Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was not returned with the device. The advancer tube was engaged to the distal tamp lock as received. The returned device did not match the reported complaint. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1426102) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the user shuttled down completely. Significant resistance was not experienced when shuttling down. The white tamp tube didn't deploy. The device was removed and manual compression was applied (< 30 minutes). There were no visible kinks in the sheath or the device after removal. The patient was not hospitalized. Procedure type: intervention peripheral.